Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the ER after receiving multiple inappropriate hv therapies. It was noted that the patient was trimming hedges with manual clippers at the time of the episodes. Review of the stored episodes showed lead noise however the noise was not reproducible with isometrics. Patient is pending a lead revision and elected to have the device turned off until that time. Patient was stable after the event.

Event description:
New information received notes that the lead was capped and replaced due to fracture on (B)(6) 2017. The patient was in excellent condition after the procedure.